Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle has foreign objects. The following additional findings were also observed: due to clogging of nozzle, air supply volume did not meet the standard value; due to clogging of nozzle, water supply volume did not meet the standard value; adhesive on bending section cover had a crack; suction cylinder was shaved; switch 1 had a scratch; switch 4 had wear; and the plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had poor air/water supply. The issue was found during inspection for use for a diagnostic procedure. Inspection and testing of the returned device found the nozzle was clogged with foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.